Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2016. The fse inspected the drain tube and found a build up of materials. He then replaced the tube with a new one and ran multiple primes with no more leaking and with no errors. The customer ran quality control with no errors. The g8 was working as intended. No further action required by fse. The probable cause of the event was the waste tube was damaged.

Event description:
On (B)(6) 2016 a customer reported a leak under their g8 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.